Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was no longer as responsive to presses. There was no known impact to the customer¿s blood glucose. The customer declined further troubleshooting with tandem technical support and continued to use the pump for insulin therapy.